Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that when a patient presented for an unrelated lead repositioning procedure, the stylet was unable to be inserted over the lead. The lead was explanted and replace. The patient was fine post-procedure.